Event description:
It was reported that the system had a burning smell, displayed multiple errors and was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.